Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. Customer states needing assistance linking his meter to pump. Customer started to become unresponsive and was asked to check blood glucose. Customer blood glucose was 40 mg/dl. Not much detail is given but customer stated ems was on their way. Customer was able to take candy to bring blood glucose levels up. Ems arrived and call was disconnected after explaining what happen. Customer pump will not return for analysis.